Manufacturer narrative:
Super poligrip denture adhesive cream is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a consumer (pt's daughter) and described the occurrence of jaundice in a (B)(6) female pt who received super poligrip denture adhesive (formulation unk) cream over for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included cholesterol, high blood pressure and restless leg syndrome. Concurrent medications included "cholesterol medication" (unk), multivitamins (vitamins) and paracetamol (tylenol). On an unk date, the pt started super poligrip (dental) daily. At an unk time after starting super poligrip products, the pt experienced liver problems, low blood pressure, jaundice, anemia, diarrhea and stomach pains. The pt was hospitalized. At the time of reporting, the events were unresolved. F/u info from the reporter was received on (B)(6) 2010. It was reported that the pt used super poligrip products for approx 25 years once daily and occasionally twice daily (device misuse). On (B)(6) 2010, the pt experienced very lethargic, "unable to get off the couch", exhausted, weak and no energy. It was reported that the pt experienced low blood pressure and she was taken to the hospital and admitted. Diagnostic testing included hepatitis testing (results not reported), liver function tests and bilirubin were elevated. On an unk date, an "x-ray of her heart", echocardiogram, "sonogram and ultrasound of stomach and liver" were performed (results not reported). The pt was discharged to home without a diagnosis on (B)(6) 2010. On an unk date, the pt experienced "perforated and swollen liver." The reporter also stated that the pt gained 10 pounds in one week and experienced trouble urinating, "symptoms of zinc" further described as numbness and tingling, muscle tightness and muscle cramping, anemia, diarrhea, constipation, metallic taste in mouth and eyelashes falling out. The reporter stated that the pt underwent stent placement in her kidneys approx "two years ago." At the time of reporting, the events were improved.